Event description:
The customer reported obtaining intermittent erroneous high red blood cell (rbc) and low mean corpuscular hemoglobin concentration (mchc) results from the lh 500 hematology analyzer while in primary mode. The customer repeated the affected samples in secondary mode, obtained results which were considered correct, and reported the results out of the laboratory. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Beckman coulter has requested instrument printouts and raw data for analysis but none have been provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the blood sampling valve (bsv) was faulty. The fse replaced the bsv and associated actuators to resolve the issue. The fse also replaced the primary aspiration pump and associated actuators as part of troubleshooting. The fse verified the repairs as per established procedures and results met published specifications. Failure mode of the event is attributed to a faulty bsv.